Event description:
Boston scientific received information in december 2016 that this patient contacted boston scientific latitude customer support (lcs). The patient reported that shock therapy had been delivered and was waiting for a callback from the physician. The patient disconnected the call before being transferred to technical services. Subsequently, the physician contacted technical service to discuss this patient event (shocked while the patient was using an electric drill). The technical service consultant explained that the shock for episode#002 was inappropriate due to t-wave oversensing. The qrs was wider pre-shock but the rate was the same pre and post-shock. The device smartpass feature was on. The consultant informed the physician of the need to induce this morphology change in order to test other sense vectors. The consultant recommended that the drill be kept at least 12 inches from the pocket site. The patient had stated that the drill was at least 2 feet from the pocket site. The consultant explained that there may have been a bundle branch block leading to a morphology change. The field clinical representative contacted technical service to discuss untreated episode #001 (occasional noise with oversensing with morphology changes). The qrs becomes significantly wider and a more prominent t-wave. Noise was more frequent in treated episode# 002; however, the inappropriate shock occurred due to t-wave oversensing. The consultant discussed patient isometrics. The sense vector was reprogrammed to primary. The patient has not had a stress test but will be scheduled at a later date. Boston scientific received additional information that a review of the inappropriate shock episode in mid-december 2016 found that the patient was in a narrow complex tachycardia at about 140-150 bpm (likely sinus tachycardia versus atrial arrhythmia). Boston scientific received information that this patient had received an inappropriate shock in early-september 2017. The inappropriate shock was associated with t-wave oversensing (double-counting). The physician elected to reprogram tachycardia therapies off. Boston scientific received information from the field clinical representative that this patient's ejection fraction (ef) has improved so the physician has decided to leave the device's tachycardia mode off. Boston scientific received information that this patient was presented back to the electrophysiology laboratory on (B)(6) 2019. The device and electrode were explanted due to a product performance issue. The electrode was received at boston scientific return product department on july 2, 2019 and is currently undergoing laboratory testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The electrode was returned to boston scientific and is currently undergoing laboratory testing.

Event description:
Boston scientific received information in (B)(6) 2016 that this patient contacted boston scientific latitude customer support (lcs). The patient reported that shock therapy had been delivered and was waiting for a callback from the physician. The patient disconnected the call before being transferred to technical services. Subsequently, the physician contacted technical service to discuss this patient event (shocked while the patient was using an electric drill). The technical service consultant explained that the shock for episode#002 was inappropriate due to t-wave oversensing. The qrs was wider pre-shock but the rate was the same pre and post-shock. The device smartpass feature was on. The consultant informed the physician of the need to induce this morphology change in order to test other sense vectors. The consultant recommended that the drill be kept at least 12 inches from the pocket site. The patient had stated that the drill was at least 2 feet from the pocket site. The consultant explained that there may have been a bundle branch block leading to a morphology change. The field clinical representative contacted technical service to discuss untreated episode #001 (occasional noise with oversensing with morphology changes). The qrs becomes significantly wider and a more prominent t-wave. Noise was more frequent in treated episode#002; however, the inappropriate shock occurred due to t-wave oversensing. The consultant discussed patient isometrics. The sense vector was reprogrammed to primary. The patient has not had a stress test but will be scheduled at a later date. Boston scientific received additional information that a review of the inappropriate shock episode in mid-december 2016 found that the patient was in a narrow complex tachycardia at about 140-150 bpm (likely sinus tachycardia versus atrial arrhythmia). Boston scientific received information that this patient had received an inappropriate shock in (B)(6) 2017. The inappropriate shock was associated with t-wave oversensing (double-counting). The physician elected to reprogram tachycardia therapies off. Boston scientific received information from the field clinical representative that this patient's ejection fraction (ef) has improved so the physician has decided to leave the device's tachycardia mode off. Boston scientific received information that this patient was presented back to the electrophysiology laboratory on (B)(6) 2019. The device and electrode were explanted due to a product performance issue. The electrode was received at boston scientific return product department on (B)(6) 2019 and is currently undergoing laboratory testing.